Event description:
It was reported that the unit quit delivering breath to the patient. The patient was switched to another ventilator without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).